Manufacturer narrative:
Product complaint # (B)(4). Additional information received: yes, the patient was brought back the next day into the operating room. Once in the room, the surgeon noticed that there was no active bleeding but clots which he had to remove. The surgeon over sewed the staple line in the initial procedure. The last I heard the patient is still in the hospital in ICU. Patient was a female with bmi 40.2 with uneventful workup. Patient was on ibuprofen and vitamins and had a band removed a few months prior and the stomach was pretty normal. The surgeon used 60mm echelon with 1st firing black, 2nd green, and last gold. There was some intraoperative oozing which he used cautery. Post-operative, blood was noticed from drain est. 500cc. Patient was given IV fluids brought back to operating room. A camera was used in upper abdomen and clots were noticed and required one hour to clean up. No active bleeding was seen. He cleaned up edge on mesentery and edge of stomach. Waited one-half hour for bleeding but none appeared. The patient was given four units of blood, sent to ICU and has since been sent home. The surgeon stated he did not experience any issues with device. He waits 10-15 seconds prior to firing and uses the pulse firing technique. There was oozing but nothing unusual.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: please explain what is meant by ¿heard a pop¿. Based on discussion with surgeon he stated patient described what she heard as a pop sound and then shortly after bp dropped to 60 and blood started coming out of drain. What color cartridges were used throughout procedure? Black 1st fire, green 2nd fire, gold for the remaining fires. Was buttressing material used? No. Just over sewed staple line. Could site of bleeding be identified? No. When surgeon took patient back there was no active bleed just clots. Was any other treatment besides blood transfusion required? No. Does the surgeon belief a deficiency with ethicon device caused or contributed to event? Believes it was caused by staple line. What is the current patient status? Patient is currently stable but in ICU.

Event description:
It was reported that twenty four hours post-op to a gastric sleeve procedure, the patient heard a 'pop' and her blood pressure dropped to sixty with blood emerging from her drain. She was given two bags of blood and is currently stable in ICU.